Manufacturer narrative:
H6: investigation summary it was reported the customer is having plunger issues. They will not let them administer the full dose. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1056473. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move while administering medicine. The following information was provided by the initial reporter: "having issues with the bd saline flush syringes, l:394567. The departments are having plunger issues and they will not let them administer the full dose. So far this is only occurring on lot #1056473."

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move while administering medicine. The following information was provided by the initial reporter: "having issues with the bd saline flush syringes, l:394567. The departments are having plunger issues and they will not let them administer the full dose. So far this is only occurring on lot #1056473."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the MDR 1911916-2021-01110 is a duplicate of 1911916-2021-00870 this supplemental is to cancel MDR 1911916-2021-01110.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move while administering medicine. The following information was provided by the initial reporter: "having issues with the bd saline flush syringes, l:394567. The departments are having plunger issues and they will not let them administer the full dose. So far this is only occurring on lot #1056473."